Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the taken graft would not expand to its entire width. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/medicrea has not previously repaired/evaluated this skin graft mesher. Product review of the skin graft mesher by medicrea revealed that the comb was slightly damaged. The device was out of calibration. The device produced a passing sample mesh. Repair of the skin graft mesher was performed by medicrea which included replacement of the shoulder bolt and the comb was straightened. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the device produced a passing sample mesh. The root cause of the graft not expending all the way cannot be specifically determined with the provided information since during product review the device produced a passing sample mesh. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.